Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered when removing the cassette. The pdrn stated the cassette had a hole in it and fluid was discovered in the pump module area. The patient was connected during the incident. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment using a different cycler at the clinic on the day of the reported event. A hole in the cycler set cassette was noted where the film meets the frame upon removing it from the cycler. The pdrn confirmed the patient has continued using their cycler for their pd treatment without issue since.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered when removing the cassette. The pdrn stated the cassette had a hole in it and fluid was discovered in the pump module area. The patient was connected during the incident. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment using a different cycler at the clinic on the day of the reported event. A hole in the cycler set cassette was noted where the film meets the frame upon removing it from the cycler. The pdrn confirmed the patient has continued using their cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.